Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report atrial fibrillation and hypotension requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted reducing the mr to a grade of 2. After mitraclip placement the patient experienced atrial fibrillation requiring intervention. After defibrillation the patients¿ blood pressure dropped and it was confirmed that there was reduced contractility of the left ventricle. Medication was administered and hemodynamics improved. The patient will be followed up with drug treatment in the future. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported atrial fibrillation and hypotension could not be determined. The reported atrial fibrillation and hypotension as listed in the mitraclip system instructions for use (IFU) are known possible complication associated with mitraclip procedures. The reported medical intervention and medication are the result of case-specific circumstances. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.